Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-125mg/dl fasting. Verified the strips expire 04/30/2018. Customer's test strips are being stored in the kitchen. Reviewed meter memory (B)(6). Customers concern: 'lo'

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned is under evaluation.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-125mg/dl fasting. Verified the strips expire 04/30/2018. Customer's test strips are being stored in the kitchen. Reviewed meter memory. (B)(6). Customers concern: 'lo'